Event description:
It was reported that occlusion alarms occurred. During troubleshooting with tandem technical support the customer successfully loaded a new cartridge and resumed insulin therapy. Customer¿s blood glucose (bg) was displayed "high"; although specific value was not provided. Customer continued to use the pump for insulin therapy. No additional information was provided.